Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer primed the tubing to remove air bubbles and resumed insulin delivery to address occlusion alarms. Additionally, it was reported the customer removed the pump case from the pump and the cartridge was pulled out. Customer's blood glucose was 280 mg/dl.